Event description:
In response to form 483 issued to spectranetics on (B)(6) 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. A dual-chamber ICD was implanted (B)(6) 2007. Preoperative venogram showed total occlusion of the left subclavian vein and innominate vein. The ICD system was exposed due to infection. The ICD capsule was infected with pus and removed at the beginning of the procedure. Using a 14fr laser sheath the md advanced the sheath to the middle point of the innominate vein, where the proximal coil was located. The md had difficulty advancing the sheath, but was able to move it to the svc. At the upper site of the svc the 14fr sheath was fixed to the lead and he decided to switch to a 16fr sheath. As he removed the sheath he felt resistance and stated he may have pulled the ventricular lead too hard which may have caused a cardiac tamponade. Using the 16fr sheath, the md advanced it to the distal end of the proximal coil, however, the advancement was very difficult. Gradually, the pt's blood pressure fell and tee revealed a cardiac tamponade. The md made a subxiphoid incision, followed by drainage of the pericardium. The bp stabilized and he continued the extraction procedure.